Event description:
It was reported that the drain broke off in the pt. The drain was placed on (B)(6) 2012 during a drainage subdural hematoma with burr holes. On (B)(6) 2012 the drain was removed at the bedside and it appeared to be short in length. The following day a CT was performed and it revealed that a fragment of the drain had been retained in the pt. The surgeon performed a bedside open removal of the drain later that day. Add'l info has been requested but not yet received.

Manufacturer narrative:
The sample was discarded. The lot number was not provided therefore the device history record could not be reviewed. There is nothing in the mfg process that could have caused or contributed to the reported failure. The instructions for use states the following precautions: "to avoid the possibility of drain damage or breakage: add'l perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drains exit path. Drains should be checked during closure for the free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with painted, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks". (B)(4).